Manufacturer narrative:
(B)(4). The actual sample was visually inspected upon receipt and no anomalies were found. The reported issue is consistent with the duckbill valve not opening. To evaluate for this issue, the actual device was pressurized with air from the negative housing side and the valve was submerged. It was found to be allowing flow through the duckbill below 3 mmhg. The specification requires that the duckbill opens below 99mmhg. All other functional parameters were tested to verify that the valve was performing per product specifications. Both pressure relief umbrellas and the back flow prevention aspects of the duckbill were found to be operating as intended. The event experienced by the customer could not be reproduced and a definitive root cause could not be identified but has been attributed to customer technique. A review of the device history record confirmed no anomalies during the manufacturing process. Device labeling addresses the potential for such an occurrence in the instructions-for-use with statements such as, "valve must remain unobstructed as interference with its function may alter the performance of this product." (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4) - no known impact or consequence to patient. Conclusions - conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the left ventricle started to fill with blood. It was confirmed that there was no occlusion at the end of the sucker. There was a presence of air on the duckbill valve machine side on the vent line in the left ventricle. The user reported that it is doubtful that the ops valve is defective. No known impact or consequence to patient. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
All investigation methods, results and conclusions from the previously submitted follow-up report remains unchanged. This follow-up report is due to the additional information regarding the voluntary safety alert, only. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Terumo has issued a voluntary safety alert, 1124841-06/25/2017-001-c, on june 25, 2017. This event has become associated with the safety alert.

Manufacturer narrative:
The investigation results and conclusions, previously reported, remain the same.

Event description:
On december 1, 2017, terumo updated safety alert, 1124841-06/25/2017-001-c to a removal, 1124841-06/25/2017-001-r.